Event description:
It was reported that a patient underwent a varicose vein stripping procedure on an unknown date and suture was used. The suture detached from needle while passing through tissue. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).